Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test could not be performed due to the unresponsive buttons. No button error alarm was noted during testing. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly as noted during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, a cracked reservoir tube and a cracked belt clip slot.

Event description:
It was reported that the customer had high blood glucose levels of 350 mg/dl. The customer treated with twenty units of lantus. The customer reported a button error alarm from the insulin pump. The customer also reported that the insulin pump might have been exposed to water. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.